Event description:
It was reported that the device failed calibration. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product device was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement, issue was found during testing. Device was received for evaluation: updated d10, h6, corrected data: updated d1 and d4, model and catalog number.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H4: device manufacturer date: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional testing were performed. Visual inspection results found that the device tamper seal and battery door were missing. The lens was noted to be scratched. Functional evaluation to include non-destructive analysis found the upstream and downstream occlusion sensor's value stable and the values jumped when depressed in the manufacturing utility mode. Three pounds per square inch psi test were performed and all occluded at 23 psi. Removal of the downstream occlusion sensor seal revealed an excessive amount of loctite on the bezel. Excessive loctite has intruded into the cavity of the downstream bezel. The functionality of the downstream occlusion sensor was compromised once the loctite entered the top potion of the bezel cavity. The downstream sensor was scratched as well. Any scratches on the sensor would cause intermittent issues. The scratch likely occurred during the last seal repair. Results: the customer reported problem was not duplicated during the investigation as both sensors calibrated without any issues. Root cause of the reported problem would be attributed to intermittent downstream occlusion sensor. Replacement of the downstream occlusion sensor is recommended. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during review of the service and repair records. Therefore, no manufacturing or service records review is needed.